Event description:
It was reported that the ilet pump displayed a ¿restart ilet 38¿ alert consistent with a motor stall during an infusion set change, after which the user restarted the pump and completed the change without blood glucose impact. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.